Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Complaint sample was evaluated and reported event was confirmed. Visual inspection of the returned tasp revealed signs of repeated use and identifies a fracture on the medial side of the post, all pieces returned. DHR was reviewed and no discrepancies were found. Review of the complaint history determined a known trend for this specific event. Ps tasp components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6). Patient sex updated to male. Date of this report updated to 20 april 2017. Date received by manufacture updated to 19 april 2017. List correction/removal reporting number updated to z-2579-2014.

Event description:
It is reported that the device broke during trialing during a knee arthroplasty.